Manufacturer narrative:
Device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported to largo customer service a pump that keeps shutting off. This problem occurred at an unknown time. There was no patient injury or medical intervention reported. No additional information is available at this time.